Event description:
It was reported when the balloon was inflated the 2nd time in the patient, it inflated proximal to the balloon assembly. Prior to use, the balloon catheter was tested successfully by the user. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.